Event description:
Customer reported the she was waking up and the insulin pump alarmed button error. Customer's blood glucose was 75 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc button dome switch. No button error alarms noted during testing. No cosmetic damage noted.